Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4).

Event description:
Additional information reported the location of the catheter issue was noted as "other" surgical intervention occurred on (B)(6) 2014 and the two ends were reconnected with a connector. Catheter segments were left in the intrathecal space. Regarding how the patient was doing it was noted the patient was post-op lumbar fusion.

Event description:
It was reported that, during a back fusion surgery on the date of this report, the intrathecal catheter was unintentionally cut. An attempt to aspirate the cut end of the catheter with a syringe to get cerebrospinal fluid (csf) flow was made, but was unsuccessful. The healthcare provider (hcp) attempted to aspirate from both sides of the catheter using a needle a 10ml syringe, but was unable to aspirate. Before reconnecting the catheter, they were trying to confirm patency of the distal segment. No csf was dripping back through the distal segment and they were also unable to aspirate csf using a 3ml syringe butted up next to the distal catheter segment. The 3ml syringe kept sliding off. The hcp was unsure if there was a good seal to aspirate the catheter. Only new ascenda cat heters were available, so an entire catheter replacement would have to be done if the surgeon decided upon it. However, it was later reported that the hcp planned to connect the catheter using a catheter accessory kit and attempt to aspirate from the cap. It was asked if the pump should be set to minimum rate mode if they were still unable to aspirate. To the reporter¿s knowledge, there were not any issues with the device or therapy prior to the fusion surgery. At the past pump refill, reservoir volumes were ¿okay¿. The device system was used to deliver morphine and baclofen. The cause of the event, patient symptoms, additional interventions/treatment, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The surgeon referred the patient to another physician following the procedure. This reporter had not heard from the patient or either physician, so she did not believe that the catheter had been revised as she had not been contacted to date. Further follow-up is being conducted with the physician the patient was referred to. If additional information is received, a follow-up report will be sent.